Manufacturer narrative:
Note : product reference 4433750 is not cleared for sales in the USA, but similar product reference 5433750 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr36938763 of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of (B)(4) access ports released in october 2018. Investigation results: we did not receive the involved sample nor x-ray pictures taken after implantation to be able to perform an investigation. Conclusion: without any element for the investigation, we cannot conclude on the root cause of this incident. However if new elements become available, this complaint will be re-opened. This is a rare incident. No corrective action is currently envisaged. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Pain during administration of the 5th treatment. The x-ray exam showed a disconnection between the access port and the catheter. The catheter migrated to the right atrium. Removal of the catheter by femoral vein on (B)(6) "2109."